Event description:
It was reported that the user experienced a temporary loss of blood glucose readings on the ilet, with the device displaying a countdown message indicating several hours remaining and that the ilet did not work, after which readings resumed and the system functioned. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included review of the report and confirmation that glucose data returned and the ilet was operating at the time of the call. Investigation of this case revealed that the event was consistent with transient signal loss between the dexcom g7 cgm and the ilet, with device function restored without corrective action. It was concluded, based on previously established findings for similar reports, that the cause was intermittent communication interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.